Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor in her arm but did not receive any readings. She removed the sensor the same day. The following day 07/23/2025, she noticed the sensor wire was missing from the wearable device. Upon palpating the insertion site, she felt the wire under the skin, prompting her to visit the emergency room (ER) at approximately 7:00 pm. In the ER, her blood pressure was measured at 200/100, though she reported no symptoms. The physician examined the site and confirmed the presence of the wire by touch; however, an x-ray revealed no wire beneath the skin. The patient was advised to schedule a surgical consultation for removal and was discharged home around 11:00 pm. On (B)(6) 2025, the patient consulted a plastic surgeon. An incision was made at the sensor insertion site, and the wire was successfully extracted. The incision was sutured closed. The method of anesthesia was not specified. The patient was discharged home the same day around 12:00 pm without any prescription medication and reported doing well post-procedure. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).